Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - lot #: possible lot 10019463-001. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that errors occurred with their cadd solis devices, interrupting patient treatment. Per reporter the error usually read 'system fault 46,440 occurred 2,143 3,371 1 22' and froze the pump. They were able to clear the error when they came across it by disconnecting and reconnecting the wireless communication module. There was no patient harm. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
A1: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.